Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a few days post filter deployment, patient presented with abdominal pain. Subsequently a few days later, computed tomography revealed infrarenal inferior vena cava filter in place. Approximately one month later, computed tomography revealed several of the filter strut perforated the inferior vena cava wall which was unchanged when compared to previous scan. Approximately three months later, computed tomography revealed, inferior vena cava filter with prongs traversing inferior vena cava walls. Approximately one month later, computed tomography revealed extensive atherosclerotic calcification with inferior vena cava filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.